Manufacturer narrative:
(B)(4). Date sent: 6/20/2023 attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: how close were the 3 probes to each other? What was the probe distance? Was there any notable resistance encountered during the probe insertion? What error message was displayed during the procedure, specifically from probe #2? What happened after the error message occurred (i.e. Did the probe stop work, etc.)? What were the settings for each ablation (wattage, time)? What is the patient's current status? Additional information was obtained: three microwave probes were used for a left renal tumor ablation. After ablation was completed and the probes were removed, one of the probes was discovered to have a missing tip. On the post procedure CT scan, two fragments from the broken probe tip were seen to be within the ablated mass. The probe with the broken tip gave an error message at about 4 minutes during the microwave ablation; it was probe #2. The procedure finished in the normal fashion. There was a post procedure urine leak; a left ureteral stent was placed after the procedure to treat this. The urine leak was felt to be secondary the approach required, as the tumor was very endophytic into the renal collecting system. I expect any adverse results from the retained broken fragments to be minimal or none for the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a renal ablation the probe tip broke. Procedure was completed, no adverse effects on patient were mentioned.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Investigation summary; call home revealed reflected power errors and a probe temperature too high error. The probe returned to neuwave and the tip was broken off (not retrieved from the patient). The potential cause of the broken probe tip is unknown since no further information is available. A search of nonconformities (ncs) was performed for lot ml23018055. There were no observed nonconformities for this lot. Manufacture date: 1/1/2023. Expiration date: 9/31/2026.

Manufacturer narrative:
(B)(4). Date sent: 7/26/2023. Additional information was requested and the following was obtained: how close were the 3 probes to each other? The probe tips were within 5 mm of each other. This was a large tumor with an endophytic component reaching the collecting system. What was the probe distance? Same as above? 3 x 15 gauge 15 cm probes. Was there any notable resistance encountered during the probe insertion? No resistance. What error message was displayed during the procedure, specifically from probe #2? Some error message was displayed, which appeared similar to the message we commonly get when the probes are close to each other. We get this error message quite frequently and I am in the habit of moving the probe slightly (as instructed by neuwave) to regain functionality. This was about 2/3 through the 5 minute treatment. What happened after the error message occurred (i.e. Did the probe stop work, etc.)? The probe stopped working. After I was unable to get the probe to function, I continued the treatment with the remaining 2 functional probes. What were the settings for each ablation (wattage, time)? 65 watts, 5 minutes for each. What is the patient's current status? Outpatient. Urine leak with recurrent urinoma, left ureteral stent exchanged x 2. Remains with left ureteral stent.